Manufacturer narrative:
(B)(4). The customer reported that the event occurred in 2017. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed that the device software was upgraded prior to release to the customer and the cause of the current issue was determined to be a software anomaly. The reported condition was verified. The device was found out of specification in relation to the reported "sharp watchdog error" alarms which were reproduced at power up during evaluation. "Sharp watchdog error ¿were verified and found to be caused by a software anomaly. The condition was corrected through reprogramming of processor pcb and installation of a new software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog timeout alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.